Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at below working pressure.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 48 mm in length and extended from a position 40mm distal of the proximal markerband to 6 mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at below working pressure.